Manufacturer narrative:
Investigation: x initiated manufacturer's investigation. X no sample returned. X-review DHR. Analysis and findings: distribution history: the complaint product was purchased from (B)(4) on 04/17/2019 under work order (B)(4). Manufacturing record review: DHR-lh-scolpo-sml 263428 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: (B)(4) was reviewed and no non-conformities, related to the complaint condition, were noted. Service history record: service history not applicable for this product. Historical complaint review: a review of the 2-year complaint history did not show similar reported complaint conditions. Product receipt: the complaint product has not been returned to coopersurgical. Visual evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation: evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Correction and/or corrective action: no further corrective action is necessary, as the complaint condition was not confirmed. Preventative action activity: a review of fg inventory indicates that lot: 263428 is depleted. Coopersurgical will continue to monitor this complaint condition for any trends.

Event description:
Report stated by rep. "Dr. Performed a robotic sacrocolpopexy with his pa at (B)(6)hospital) on (B)(6) 2019 at 8:30am. I was present at this surgery. Upon attempting to remove the arch handle with small sacrocolpopexy tip attached at the end of the procedure, his pa verbally noted some resistance. After removal of the arch handle with tip, it was determined that the tip had not been fully seated on the arch handle causing the locking mechanism exposed. It was discovered that the patient was bleeding from her vaginal and that she had sustained a vaginal laceration on the posterior of the vaginal and perineal area, likely due to the locking mechanism on the arch handle digging into her tissue. Dr. Repaired the injury with suture. Pa confirmed that she had placed the tip on the arch handle but did not recall hearing an audible click confirming that it had been seated properly. She also expressed to me that she had been rotating the arch handle but that the tip had not been moving with it while inside the patient, further indicating that it had not been engaged fully on the arch handle. All hospital staff concurred that this incident occurred as a result of device misuse, and the event was reported through the hospital's midas system. Ref: (B)(4).

Manufacturer narrative:
The complaint condition reported is currently being investigated by coopsersurgical, inc.

Event description:
Report stated by rep. - "dr. Performed a robotic sacrocolpopexy with his pa at (B)(6) west campus (formerly (B)(6) hospital) on (B)(6) 2019 at 8:30am. I was present at this surgery. Upon attempting to remove the arch handle with small sacrocolpopexy tip attached at the end of the procedure, his pa verbally noted some resistance. After removal of the arch handle with tip, it was determined that the tip had not been fully seated on the arch handle causing the locking mechanism exposed. It was discovered that the patient was bleeding from her vaginal and that she had sustained a vaginal laceration on the posterior of the vaginal and perineal area, likely due to the locking mechanism on the arch handle digging into her tissue. Dr. Repaired the injury with suture. Pa confirmed that she had placed the tip on the arch handle but did not recall hearing an audible click confirming that it had been seated properly. She also expressed to me that she had been rotating the arch handle but that the tip had not been moving with it while inside the patient, further indicating that it had not been engaged fully on the arch handle. All hospital staff concurred that this incident occurred as a result of device misuse, and the event was reported through the hospital's midas system. Ref e-complaint-(B)(4).